Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: a review of the black box revealed unexplained power on reset (por) events and multiple call service (cs) 064 alarms. The returned battery cap and test cartridge cap were used to complete the investigation. There was no damage found to the battery compartment. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump alarmed with a ¿cs064¿ upon the first load attempt. There was moisture and corrosion observed on the display screen and inside the pump. The pump failed the leak test due a bolus button leak. Therefore, the investigation on the reported ¿no power¿ complaint was unable to be completed. The pump was opened; moisture and corrosion were found to the pcb and on the circuit. The drive assembly was also found to be frozen. Unrelated to the complaint, the bolus button cover was found to be torn; however the button was found to be responsive. Also unrelated to the complaint, the text on the display screen was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.